Event description:
It was reported that the patient underwent a surgical procedure on (B)(6) 2008 and mesh and ams monarc were implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4): the patient underwent mesh implantation in order to treat pelvic organ prolapse. It was reported that following insertion the patient experienced infection, urinary problems. It was reported that patient underwent mesh revision on (B)(6) 2011 due to obstructive voiding symptoms. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported that on (B)(6) 2011, the patient underwent a gynecological procedure in order to treat obstructive voiding symptoms and stress urinary incontinence after a monarc sling implant many months ago and mesh was implanted. (B)(4).

Manufacturer narrative:
(B)(4). It was reported that the patient had the concurrent procedure of an anterior and posterior repair performed during mesh implantation.